Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer treated with manual injections. The customer stated that his battery went out yesterday. The customer stated that he put 3-4 batteries in. The customer stated that the little circle behind the syringe is still dark. The customer did not receive multiple batteries out limit alarms when batteries were out of the pump for less than one minute. The customer was advised to monitor the pump and time battery changes very carefully. The customer declined to troubleshoot for high readings.